Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 11/27/2020, a distributor of infutronix reported an issue on behalf of an end user: "admin set was leaking from inside the cassette where it connects to the pump." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda ((B)(4)) medical co. Ltd.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00078.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on (B)(6) 2021. Visual inspection confirmed that the fixation ring and the silicon-pvc connector on the proximal end of the cassette module were disconnected; the pvc tubing was completely separated from the proximal end of the cassette. The reported issue was confirmed.